Event description:
It was reported by service report that the left siderail latch spindle was off. Upon inspection of the unit by the service technician, it was identified that the bolt that attaches the left siderail latch spindle to the litter top was missing, and that the siderail could no longer latch in the upright position.